Manufacturer narrative:
H6 device codes: corrected.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the coronary artery. An opticross 6hd imaging catheter was advanced for the ultrasound examination of the target lesion. During the procedure, the physician lost the image. When flushing the catheter, there was almost no resistance and immediate depression of the syringe plunger, leading the physician to suspect that air was trapped in the catheter. To resolve the issue, the physician added more wires and used a balloon with a dotter. However, the patient developed an air embolism. No further patient complications were reported, and the patient was fully recovered.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the coronary artery. An opticross 6hd imaging catheter was advanced for the ultrasound examination of the target lesion. During the procedure, the physician lost the image. When flushing the catheter, there was almost no resistance and immediate depression of the syringe plunger, leading the physician to suspect that air was trapped in the catheter. To resolve the issue, the physician added more wires and used a balloon with a dotter. However, the patient developed an air embolism. No further patient complications were reported, and the patient was fully recovered.